Event description:
The surgeon reported that "smoking" was found inside a pt's eye when applying laser using an endo-laser probe. The surgeon switched out an additional 2 laser probes. The surgery was able to be completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).